Event description:
The reporter stated that the surgeon was inserting an aspheric three piece collamer lens model cq2015a and the trailing haptic tore off. The surgeon was able to remove the lens with no patient injury and another same type lens was implanted.

Manufacturer narrative:
Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.